Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: bilateral fallopian tubes with intraluminal wires (essure device). Uterus (144 g) with benign proliferative endometrium, negative for endometrial hyperplasia negative for carcinoma. Intramural leiomyomata (1 7 cm and 04 cm in maximum dimensions). Mild active chronic cervicitis, negative for dysplasia. Concurrent conditions included headache, arthralgia, unevaluable event, bleeding menstrual heavy, fibromyalgia, hypertension, aneurysm of unspecified site, abdominal pain and menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and migraine outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy bleeding. Most recent follow-up information incorporated above includes: on 7-mar-2019: this case will be deleted from bayer pv database. Nullification reason: the case was identified as a duplicate of case: (B)(4). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: bilateral fallopian tubes with intraluminal wires (essure device). Uterus (144 g) with benign proliferative endometrium, negative for endometrial hyperplasia negative for carcinoma. Intramural leiomyomata (1 7 cm and 04 cm in maximum dimensions) . Mild active chronic cervicitis, negative for dysplasia. Concurrent conditions included headache, arthralgia, photosensitivity, menstruation abnormal, fibromyalgia, hypertension, aneurysm, abdominal pain and menorrhagia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and migraine outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy bleeding incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.